Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the pump cartridge compartment was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 07/08/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2015 with the following findings: there were battery compartment cracks observed in the thread area and below the grip pad. There was evidence of moisture contamination inside the battery compartment. A leak test showed that there was a leak at the battery compartment crack. There was no evidence of additional moisture or loose components inside the pump. Unrelated to the pump casing, the display screen was dim and discolored.